Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found with a broken grip that was completely detached from its base and was only holding on by the conductor wire. The broken piece was hanging from the instrument. Components adjacent to this broken grip showed damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the force bipolar instrument tips were not aligned. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reported issue did not occur during procedure. There were no reports of fragments falling from the device while used within a patient.